Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) describing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. Specifically, the IFU lists key anatomic criteria that, if followed, could prevent this failure module from occurring. Additionally for this part of the procedure (advancing the top cap), the IFU recommends to use an les wire (lunderquist) for extra support. All trained physicians have access to a physicians reference manual that lists troubleshooting techniques if this failure mode is to occur. There are controls in place for the soldering process ensuring the barbs, on the top stent, have the correct amount of solder and correct amount of spacing between the stent struts and barb wire. At this time, a definitive root cause cannot be reported. Based on the examination of the return product and history with this failure mode, the returned pieces of the delivery system were not likely contributing factors to this incident. Other components of interest, at a minimum, would be the top cap, stent grafts (specifically the top stent), and the proximal trigger wire. Additionally, no films were returned to examine the shape of the pt anatomy as this can also be a contributing factor to this failure model. We will continue to monitor for similar complaints.

Event description:
The pt was brought to the or emergently for a ruptured, infrarenal aaa. As collateral findings the pt had a chronically occluded right ilio-femoral axis associated to a calcified left external iliac artery, but no critical stenosis. An aorto-uni-iliac graft was indicated and a renu device was chosen as proximal body. The proximal component was inserted over a lunderquist wire guide and positioned below the renal arteries and the sheath removed. The graft was correctly deployed in the infrarenal neck and the trigger wire was then easily removed. The pin vise of the inner cannula was adequately loosened but the inner cannula could not be advanced and the proximal cap remained blocked in spite of all efforts. Physician was not able to open the free-flow and the product had to be removed. The physician then performed a normal procedure without using a zenith product. The procedure was converted to open repair. Through a laparotomy, the infrarenal aorta was accessed. The aneurysm was opened, the stent graft was pulled out and the distal part of the device cut in order to retrieve it from the femoral artery. An aorto-femoral bypass was then performed. The pt is doing reasonably well so far.